Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an off/no power alert without a low battery alert occurring first. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 313 mg/dl. Customer reported a recent blood glucose level over 500 mg/dl and no delivery alarms. The insulin pump was not replaced or returned for analysis.